Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve would not allow csf to drain from the patient intraoperatively. According to the report, this was found once both the distal and proximal catheters were connected to the valve during preoperative priming and once again when the catheters were connected. Reportedly a new strata valve was implanted and was working well prior to closure of the implant site. It was also reported that there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, preimplantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted within the device. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient/device information: patient information has been updated. It was also reported that post-op the patient was doing fine and was still an in-patient in the hospital. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.